Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited two types of error codes on two separate occasions. The first was a long charge time (lt) error code, followed a few months later by a charge timeout (CT) error code; several lt errors occurred prior to the CT error being displayed. Data was sent for an engineering assessment who confirmed both errors and recommended device replacement to maintain normal therapy function. No resulting adverse patient effects have been reported and the patient remains under monitoring until replacement can be confirmed.